Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that 62-year-old male patient with history of cardiology and angiology came to hospital with allergic reaction to entresto and required resuscitation for ventricular fibrillation several times. The impella was implanted without issue with a short sheath. The initial act was 200, and patient received 15,000 iu of heparin. The patient's hemodynamics improved at low level. Following check-in, the foot pulse on the impella side was not palpable. The patient condition at this time was moderate., but had increasing respiratory problems. Patient condition deteriorated independent of ischemia, and patient expired. The impella ran over the entire period of time without issue.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. D4-corrected model number f6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.